Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occured in the united states. On (B)(6) 2025, the tubing hub of the infusion set was bent. This happened after the patient had been using the same infusion set for more than a day. Patient replaced infusion set and resumed insulin successfully. No further information available.